Event description:
It was reported that, the clear plastic on connecting tube separated from the metal portion. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is likely external stress was applied to the scope connector of the connecting tube, which made it impossible for the tube to be connected. External stress on connecting tube may have been caused by applying force in the wrong direction. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Abnormality is detectable by performing the following inspection. 9 preparation and inspection; 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor the field performance of this device.